Manufacturer narrative:
Initial 2 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced infusion set kinked cannula issue, which led to high blood glucose level measuring above 500mg/dl and was treated with correction injection via multiple daily injection event on (B)(6) 2026. The site of insertion was on abdomen. The patient replaced infusion set and resumed insulin deliveries successfully.